Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with three infusion sets. Symptoms were noticed within 3 hours of insertion for 2 of the ifs and after 3 hours for one ifs. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose ta the time of event was between 220- 250mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.